Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition and a ¿call your doctor¿ icon seen on the screen. It was stated that the por was not able to be cleared because the programmer battery was low and the patient was unable to sync. The patient was to buy new batteries and call back. It was also reported that the patient had not felt stimulation for a couple of days. It was stated that the patient had a loss of therapeutic effect. It was further stated that the patient had radiation therapy. It was mentioned that radiation therapy could cause the por message on the programmer due to strong electromagnetic interference. It was also added that the patient last recharged a month (or less) ago and prior to that, the patient had to go to the healthcare provider¿s (hcp) office because the device was ¿too low.¿ additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient did not have any concerns with her therapy or device. If additional information is received, a supplemental report will be filed.